Manufacturer narrative:
This report is submitted on january 17, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a skin infection subsequently the patient was treated with oral antibiotics (date and duration not reported).